Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Per the instructions for use (IFU): the controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The IFU cautions the user to always have a backup controller and batteries available. Users are instructed to return any damaged components to the manufacturer. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient complained of an occasional single beep from the controller and when he/she would look down, the "alarm" would be cleared and both batteries were securely connected. There was never any loss of power reported by the patient. The ventricular assist device (vad) coordinator was instructed to send in controller log files for battery analysis.  Preliminary log file analysis revealed no abnormal alarms. Per the logs, there were no obvious battery switching events identified; however, the batteries occasionally changed from one power source to another at ~50% capacity and were not specific to one power source/battery. According to the site, the patient did occasionally change power sources at 50% capacity. The site reinforced education with the patient regarding letting them drain down to the "low battery" alarm before changing. The vad coordinator witnessed the single beep three times while with the patient on (B)(6) 2016. Both power sources were securely connected. The one power source would beep and then look as if it wasn't connected to the controller (no fuel gauge illumination). This was also verified on the monitor.  The patient reported that this occurred on and off all night. Due to this issue, the site was instructed to remove the battery from service and replace it. There was no reported consequence or impact to the patient. No further information has been provided.